Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) unit had blood back. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported

Manufacturer narrative:
Testing of actual/suspected device 10: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs300 intra-aortic balloon pump (iabp) unit and found no blood in the unit, just on the outside. However when the unit was turned on there was no display and load alarms. When checking the bulk supply, it was found that the fuse was blown. It was also found that something spilled into the unit and made it to the motor drive pcb. To fix the issue, the fse replaced the pcb, motor controller and the pwr sply/chrgr w/o ext dc inpt. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet national repair center (nrc). The nrc observed a white residue on the motor control board. Based on past experience, this residue is consistent with saline. Retaining the motor control board in the nrc per procedure. The following investigation was performed by a technician of the maquet national repair center (nrc). The nrc observed a white residue on the power supply assembly. Based on past experience, this residue is consistent with saline. Retaining the power supply assembly in the nrc per procedure number.